Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 25mm epic max valve was implanted in the patient. The patient had no prior history of atrial fibrillation (af). The patient developed persistent post surgical af (good heart rate control after treatment adjustment). At discharge, the rhythm remains in af and medications were given. The patient required prolonged hospital stay.